Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "rebound iritis 1 mounth post op on an evo icl rotation adjustment."